Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a communication error and locked up, the field engineer noted that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death.